Manufacturer narrative:
One level 1® equator® convective warming system with hose and power cord was received for investigation. Visual inspection showed the device to be in fair condition. Functional testing found the device to be within specifications, although it was out calibration by .44 degrees at the 45 degree celsius. The device functioned as intended, and it is unknown whether the slight calibration issue contributed to the clinical issue. No root cause was determined.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that the patient sustained a burn on the inner face of their left arm after use of a level 1® equator® convective warming system. The device's temperature was programmed to 44 degrees celsius. No permanent injury was reported.